Event description:
It was reported that one day post implant, the patient had ventricular tachycardia requiring chest compressions as the patient's intrinsic rhythm returned post procedure and r-wave undersensing along with pacing on the t-wave occurred. The r-waves were very small and sensing was not stable. Both leads were removed and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.